Event description:
It was reported that a perforation was located in the mid right coronary artery (rca) with heavy calcification and heavy tortuosity. The 3.0 x 12 mm graftmaster stent was implanted. However, the proximal area of the perforation remained unsealed. A 3.0 x 16 mm graftmaster was attempted to be crossed to treat the remaining area of perforation. However, it was unable to cross due to the highly calcified and tortuous anatomy. The perforation was sealed using balloon inflations. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. In this case, this second graftmaster stent was advance to overlap with a recently deployed stent and the anatomy was heavily calcified and heavily tortuous. Interaction with the difficult anatomical characteristics and recently deployed stent likely contributed to the failure to advance and subsequent inability to seal the perforation (reported hemorrhage). The unsealed perforation was treated with additional non-surgical treatment (balloon dilatations). During manufacturing, all stent delivery systems (sds) are 100% inspected for stent and catheter damage as well as proper stent placement. Additionally, a sampling of units is destructively tested to verify proper guide wire and guiding catheter movement. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.